Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver inadvertently initiated the fill-tubing-only function on the ilet and potentially delivered insulin to the patient, after which the caregiver was guided to disconnect the infusion set, confirm visible drops to exit the fill process, and then reconnect, followed by advice to monitor blood glucose for two hours. Symptoms included hypoglycemia with a blood glucose of 70 mg/dl and a steady trend. Outcomes included on-call troubleshooting and education with recommendation for oral glucose such as juice or glucose tablets if needed. Investigation included remote troubleshooting and user guidance to safely exit the fill process. Investigation of this case revealed an unintended insulin delivery during the fill sequence, consistent with user-initiated activation of the fill function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.